Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a remote transmission was sent due to the patient experiencing chest pains. There was some variability observed in the right ventricular (rv) defibrillator impedance measurements, on a single coil lead. A review of the device data by qualified personnel noted that the device configuration setting was programmed 'on' for a lead coil, where no coil is present. The rv lead remains in use. No patient complications have been reported as a result of this event.